Event description:
(B)(4). Numbness in hands, face, legs and feet; muscle spasms; neuropathy; bladder weakness; muscle weakness; fatigue; migraines; difficulty swallowing; difficulty breathing; hair growth on breasts and stomach; stomach bloating; weight gain; irregular periods; abnormal vaginal odor; pain in pelvic area; contraction-like menstrual cramps; brain fog; floaters in vision; symptoms similar to multiple sclerosis.